Event description:
Surgeon noted that constellation machine was not holding inlet pressure. Machine was taken out of service and new device uses to complete case. Vendor contacted for repair. No issue found, cartilage replaced. No reported harm.